Event description:
Follow up revealed that patient underwent surgical intervention on (B)(6) 2017 to have their l4 lead repositioned and an additional l5 lead added to increase coverage. Issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced pain in their back due to their lead migrating. As a result, the patient had computed tomography (CT) scan done, however the results are unknown. Surgical intervention may be pending to address this issue.